Manufacturer narrative:
The pk papyrus stent was migrated on the balloon during the attempt to cross the lesion. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description the final root cause is most likely related to the patients anatomy (i.e. Severely calcified and tortuous lesion).

Event description:
The pk papyrus us covered stent system was chosen for the treatment of a very calcified and tortuous lad. The pk papyrus stent system was deformed during the attempt to cross the lesion.